Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump and reservoir cannot stay in. Customer blood glucose reading was 4.8 mmol/l. Customer stated part of the reservoir was broken. Troubleshoot was performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address label, stained serial number label, cracked belt clip slot, cracked case reservoir tube window corner, missing reservoir tube o-ring, cracked reservoir tube window and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.